Event description:
It was reported that the screw end of the impactor is bent and does not mate with the cup anymore. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h4 the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided pictures identified the inserter, with bio-debris on the tip. Further evaluation of the tip cannot be performed due to the quality of the picture and amount of bio-debris on the device. The lot could not be confirmed as the lot is partially ineligible. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product identified the hex bolt has 2 large indentation marks around the hex head end. The cup connection end has multiple indentations and nicks in and around the .135 slots. The inserter frame has indentations all around the cannula leading to the hex bolt and the arm leading to the dovetail. The strike plate end also has indentation marks. No other damage was noted. Hex bolt: fails to accept hex go gauge due to damage on the hex bolt head. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause unchanged. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.